Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance and replaced the battery under warranty. Follow up with the customer confirmed that the device powered on with the replacement battery. Physio evaluated the removed battery at the failure analysis center and was unable to duplicate the reported issue. There was no failure found with the battery.

Event description:
It was reported that the device failed to turn on and showed the battery and wrench icons. However, the device showed the ok symbol prior to customer attempt to turn it on. The installed battery was 13 months old. There was no patient use associated with event.